Event description:
The patient reported that the up arrow button was intermittently responding and felt like it was not springing back. The patient confirmed that the pump was still able to be used but the buttons required multiple presses. The patient reportedly wore the pump in an undergarment and cleaned the pump with a damp cloth.

Manufacturer narrative:
(B)(4): the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the pump paint was found to be peeling near the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.